Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2018 - 00314, 0001825034 - 2018 - 00316, 0001825034 - 2018 - 00317. Concomitant medical products: ep-105914 epoly 36mm ringlc lnr hw sz24 lot 118850, 135256 vision ringloc shell 56mm sz24 lot 909640, 11-103204 taperloc por fmrl lat 10x140 lot 305370. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing clunk and soreness of the total right hip arthroplasty. No revision has been reported at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial UDI was filed in error and should be disregarded. Initial therapy date was filed in error as it is unknown. The initial date was filed in error and should be disregarded. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.